Manufacturer narrative:
Two nozzle units were returned for investigation. The nozzle unit is part of the gas module. The reported problem was partly reproduced during testing in a reference ventilator. Measured pressures of the monitor pressure transducer sub-test during the pre-use checks tests were very close to the upper limit for the test which indicates a sticky membrane in the nozzle unit. Evaluation of the received device log files could also confirm that the measured pressures of the monitor pressure transducer sub-test during the pre-use checks tests were outside the allowed limits for the test. The nozzle unit consists of a membrane, a mouth-piece, and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it, and thus causing a delay on release. The nozzle unit should be changed during the yearly preventive maintenance or after 5,000 hours of operation. According to the received information, the nozzle unit was recently changed. According to the received logs, the ventilator was delivered in march of 2015, which means that the faulty nozzle unit was 6 months old at the time of event, thus the cause of the stickiness is an early wear of the membrane.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 09:25 am (gmt-4:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).